Manufacturer narrative:
Initial reporter's phone number: (B)(6). The reporter's address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the circuit on the switch was permanently closed due to a loose screw on the support lever for the foot pedal. It was determined that this condition caused the foot pedal to not return to the full upright position to open the circuit (will not turn off) on the switch. The assignable root cause was determined to be component damage due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the foot pedal device was not working. During in-house engineering evaluation it was found that circuit on the switch was permanently closed due to a loose screw on the support lever for the foot pedal causing the foot pedal to not return to the full upright position to open the circuit (will not turn off) on the switch. The event was not reported to have occurred during surgery. It was note reported if there was a delay in a scheduled surgical procedure and there was an unspecified spare device available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.